Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Provider states the consumer alleges the wheels wobble when the chair is used on even ground.

Manufacturer narrative:
The device was evaluated by the returns department which found that the unit is 3 wheeling due to a malfunction with the left caster. The chair is driving to the left.

Event description:
Provider states the consumer alleges the wheels wobble when the chair is used on even ground.

Manufacturer narrative:
The device was re-evaluated. That re-evaluation determined that the casters were, in fact, wobbling/three-wheeling. Furthermore, the chair would move towards the left when pushed without weight in it.

Event description:
Provider states the consumer alleges the wheels wobble when the chair is used on even ground.

Manufacturer narrative:
(B)(4) 2015 - the device in question was returned for an evaluation. That evaluation showed that the casters swiveled freely and there was not any wobbling or lateral movement.

Event description:
Provider states the consumer alleges the wheels wobble when the chair is used on even ground.